Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 03/17/2015, the device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be suppler related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, using one needle, after collecting one tissue sample, an attempt was made to rotate the bottom mechanism of the device to collect the tissue but as the device was being rotated the arrow indicator piece broke off inside. Another device was used to complete the procedure. There was no report of pt injury.